Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on site and confirmed that it would not boot. During troubleshooting, the rse checked with the customer and found an error message indicating that the emergency stop was pressed or active. The customer attempted to reset the emergency stop button, but the issue persisted. The customer then pressed stop while the emergency stops remained active, which tripped the room¿s main breaker. The customer attempted to reset the breaker but was unable to resolve the issue and requested onsite support. Review of the log file showed that the system was unable to boot. To resolve the problem, the fse turned on the wall breaker, reinitialized the ups, and activated the q3 breaker on the ups. The system was returned to service in good working order. The codes were updated based on the investigation outcome.